Event description:
Patient was using contact lens solution renu with moisture loc by basuch & lomb. Patient's eyes became painful and light sensitive. She went to the emergency room, then to an optometrist and finally to an ophthalmologist. Patient ended up with fungal keratitis-fusarium-in her right eye.